Event description:
A company representative reported on (B)(6) 2012 that he was attempting to upload v8.1 software to a physician's dell x50 handheld computer, and he was receiving an error message "unrecognized card: unknown card in socket 1." He tried a hard reset and then attempted to upload the v8.1 flashcard but again received warning message. He then tried to perform the upload process from v7.1 to v8.1 software, but he was unable to select the cf card as it did not appear on screen. The dell x50 handheld computer was received by the manufacturer for analysis on (B)(6) 2012. An analysis was performed on the returned flashcard, and a cause for the reported allegation was identified. The cause for the reported complaint is associated with a defective flashcard. A visual analysis of the pcb identified that a pin of the flashcard header was not soldered onto the pcb causing the handheld to not recognize the flashcard when it was inserted. Once the pin was soldered onto the pcb, no further anomalies were identified. This was a manufacturer-related issue. An analysis was performed on the returned handheld and the reported allegation was verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.